Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The integra meshed dermal regeneration template (ID 82021) was implanted in the patient during surgery and will not be returned for failure analysis; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the most likely cause is the underlying condition of the patient as the complaint indicated that, ¿the patient underlying condition of burn wounds" could be a risk factor to the reported events. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
8 of 10 reports: same patient, same event, different products. Other mfg report numbers: 1121308-2024-00019 1121308-2024-00020 1121308-2024-00021 1121308-2024-00022 1121308-2024-00023 1121308-2024-00024 1121308-2024-00025 1121308-2024-00027 1121308-2024-00028. A facility reported a 72-year-old female patient who experienced sepsis, infection and device ineffective during the use of imdrt (meshed dermal regeneration template) for burn wound. Concurrent condition was reported as burn wound. Not reported: patient medical history, past medication, co-suspect medication, concomitant medication. On an unknown date, the patient was applied with imdrt on burn wounds and she it did not integrate with wounds, it did not heal, and she experienced infection that contributed to sepsis. At the time of the reporting, the outcome of the events sepsis, infection, did not integrate with wounds/it did not heal was unknown. No relevant lab data was reported. The action taken with imdrt: was discontinued/removed. The case seriousness was reported by the reporter as: required intervention. This case was verified by other health care professional/ physician. There is limited information availability regarding co-suspect and concomitant medication, relevant medical history, and lab data to assess complete causality. Patient underlying condition of burn wounds could be a risk factor to the reported events. ¿we applied integra over the wounds. The integra did not integrate with the wounds. Underneath the integra, there was infection. Hence, it had to be removed. It didn't heal and this contributed to sepsis.¿